Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2009. It was reported that the ipg charger was unable to locate the scs ipg and the programmer was unable to locate the ipg and displayed "no ipg telemetry" error massage. The charger and the wand were replaced and did not resolve the communication issue. The pt was able to turn the stimulation on and off with the magnet but was unable to turn the stimulation on using the programmer. It was also reported that the pt had fallen down some stairs and was involved in a motor vehicle accident. X-ray of the device indicated the ipg was flipped the pt was scheduled for a device revision. No further info is available at this time.